Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-curonix device implanted was ruled out. Potential causes of the reported issue include: the MRI facility not following the IFU for MRI for the appropriate stimulator model, using the incorrect type of MRI bore, the patient experiencing a fall, being injured, or performing strenuous activities since implant, and device migration. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reportedly received a shock and felt pain immediately after an MRI. Several attempts have been made to contact the patient for additional information. However, no further information is available at this time.